Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check te pad messages) has been confirmed. Upon evaluation, there was an open pulse wire between ECG electrode a and ECG electrode b in the cable connecting the distribution node (dn) and front therapy electrode (te). The cause of the check te pad messages is the open pulse wire. The root cause of the open pulse wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.

Event description:
A (B)(6) year old male patient contacted zoll to report constant check te pad messages. The patient was issued a replacement electrode belt.